Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The insulin pump was received with cracked reservoir tube retainer and scratched case.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was unknown at the time of the incident. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.